Event description:
Received essure in 2010, and was not aware of nickle in product before or at the time of insertion. A few months after I received essure I started having bad cramps with periods, I was bleeding for weeks at a time. I got ovarian cysts from this and also had to eventually get a hysterectomy in (B)(6) 2013 to remove essure from my body.